Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited insulation damage. This was noted during device change out. Since this patient was in chronic atrial fibrillation (af), this lead was surgically abandoned. No adverse patient effects were reported.